Manufacturer narrative:
The glenoid loosening reported was likely the result of the patient's fall, which likely caused a fracture of the cage glenoid.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device did not cause or contribute to the reported event. As a result, this device is no longer considered reportable by exactech and this report may be disregarded.

Manufacturer narrative:
This event report was received through clinical data collection activities. Pending evaluation.

Event description:
Index surgery: (B)(6) 2015. Aseptic glenoid loosening. Poly sheared of tra, possibly due to patient fall. No action taken. The case report form indicates this event is definitely related to devices and possibly related to procedure.